Manufacturer narrative:
The pump was received with a critical pump error due to moisture damage to the force sensor. The pump was received with corroded electronic assemblies and a corroded motor home switch. We were unable to verify the pump error 35 alarm due to the critical pump error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error of broken force sensor was detected during seating or regular delivery. Customer states pump was not exposed to a high magnetic field. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.